Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5 pocket b1, b3, c3 and c1 were not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn 16074147 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 16074147 was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height auxiliary drawer 5 intermittently not detecting cubie rows/pockets. A field service engineer disassembled the drawer, removed large amounts of debris from below and between cubie pockets, reseated all row tray connections, removed the back panel and cleared the obstructing medication label packet, reseated all connections at the controller board, rebooted the device, ran diagnostics to confirm all cubies were detected and functioning, and verified successful operation through the es application with customer testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5 pocket b1, b3, c3 and c1 were not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.